Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
This device is classified as import for export; therefore, 510k is not applicable. Model: eg29-i10c-us is available in the USA with a 510k number: k190805. The products was returned to pentax medical for repair. We checked the returned unit and confirmed that the air/water socket stuck accessory/object. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the air/water socket. Based on the technical report, ""hr-rpt-06630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR. The correct email address is (B)(4).